Manufacturer narrative:
The 510 (k) # is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs on (B)(6) 2011 alleging that the one touch ultra 2 meter does not power on. The patient mentioned that the alleged issue began on (B)(6) 2011. The patient mentioned that an hour after the alleged issue began, the patient felt shaky. The patient did not seek any further medical attention or contact their physician for assistance. This is not the first time the product was being used. The patient denied any misuse of the product. The meter did not power on by pressing the power button and the batteries did not need to be replaced. The alleged issue was not resolved via troubleshooting. The product was replaced. The complaint is being reported since the patient alleged that due to the alleged issue she was unable to test and an hour later developed symptoms suggestive of a serious injury.